Event description:
It was reported that this pacemaker was part of the system revision due to pocket erosion and infection. Reportedly, the patient's implanted device was eroded out of the body. The patient was treated with intravenous antibiotics. No additional adverse patient effects reported. The pacemaker remains implanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: event description; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this pacemaker was part of the system revision due to pocket erosion and infection. Reportedly, the patient's implanted device was eroded out of the body. The patient was treated with intravenous antibiotics. No additional adverse patient effects reported. The pacemaker remains implanted. Additional information indicated that the pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was part of the system revision due to pocket erosion and infection. Reportedly, the patient's implanted device was eroded out of the body. The patient was treated with intravenous antibiotics. No additional adverse patient effects reported. The pacemaker remains implanted. Additional information indicated that the pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the b5: event description; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.